Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 13:02:46. During night drain cycle three, the patient's ultrafiltration reading was 501ml, indicating the home patient (hp) drained 501ml more than their maximum programmed fill volume of 787ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was not confirmed. The drain volume was 2496ml which does not meet iipv criteria for a largest prescribed fill of 2000ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.